Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on compact plus meter, compared to an aviva nano meter, within 10 minutes: 1.9 mmol/l on compact plus meter (system 1) and 6.7 mmol/l aviva nano meter (system 2). At another time, the customer also received a reading of 2.7 mmol/l on the compact plus meter (system 1) and 7.6 mmol/l on the aviva nano meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.

Manufacturer narrative:
The suspect device was returned by the customer to the manufacturer's local affiliate but was lost in transit from the affiliate to the manufacturer's investigation unit so investigation of the suspect device is not possible.